Event description:
It was reported by the rep when the device was used during a colon resection procedure, staple line bleeding occurred. A re-operation was required. The patient later expired. Cause of death has not yet been determined. The device was discarded.